Event description:
It was reported that during a da vinci-assisted surgical procedure, in the middle of the surgical procedure the harmonic ace was not being recognized. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: there were no fragments that fell into the patient. According to the customer, if a fragment would have fallen into the patient the surgeon would be taking the appropriate measures according to the specific situation. The patient did not return to the hospital due to retaining foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have one blade broken at the base. A piece approximately 0.074" x 0.434" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint regarding the instrument not being recognized was confirmed by failure analysis.